Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: power drive batteries fail to charge or maintain charge during surgical procedures. This report is 14 of 14 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.